Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid"

Event description:
Patient reported they experienced the events of ¿read that the implants are faulty and "is worried about the implants causing lymphoma¿, discomfort, inflammation and periprosthetic fluid. Patient additionally reported ¿spondylitis¿, ¿inflammation of the joints¿, ¿immunologic problems¿, and ¿joints were hurting a lot¿ which have been deemed not related to the device. Affected side is left. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6 the event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Adding lymphadenopathy, seroma-late, lump/nodule ndr and cyst ndr verified per ultrasound.

Event description:
The patient reported they experienced seroma, inflammation and anxiety. Patient later provided an ultrasound report with findings of ¿solid nodule 10,1mm, in left breast, simple nodule subcentimeter in left breast, left armpit with reactive adenopathy¿, ¿peri-prosthetic liquid, small collection, non specific in left side, also adenophaty 1 cm¿; per anatomopathology report : ¿paaf of intrammamarian ganglion. Benign. Presence of linfoid celularity, copatible with linphatic ganglion of reactive pattern¿; per us: ¿multimicrocistic nodule 6,8 mm in left breast, benign, solid nodule 9,9 mm in left breast, this relates to the left side. The device remains implanted.